Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2012, the patient received a right anterior approach total hip arthroplasty to address right hip osteoarthritis. Metal on metal implants were implanted. There were no complications. On (B)(6) 2024, patient's right hip was revised to address alval pseudotumor, metallosis, osseus bone erosions, and osteolysis. The metal insert and head were replaced with a dual mobility liner construct. There were no complications. On (B)(6) 2024, the patient's right hip was revised again to address purulent wound drainage, possible infection versus alval lesion. Cultures obtained were inconsistent with infection, so the diagnosis leaned in favor of alval, subsequent to the previous revision. Surgeon revised and replaced the femoral head and the dual mobility metal and poly liners, retaining the acetabular cup and femoral stem. And extensive irrigation and debridement were performed. There were no complications. This report captures the revision procedure on (B)(6) 2024. The previous revision is captured on related complaint (B)(4). Doi: (B)(6) 2012. Doi: (B)(6) 2024. Doe: (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device lot number d11110066, and no non-conformances / manufacturing irregularities were identified. After searching "d11110066" in etq, no record is displayed. After searching "apex" in etq and all results have been reviewed, no case even similar to the issue described in this complaint is identified. After searching "d11110066" in sap by (B)(6), no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device lot number d11110066, and no non-conformances / manufacturing irregularities were identified. After searching "d11110066" in etq, no record is displayed. After searching "apex" in etq and all results have been reviewed, no case even similar to the issue described in this complaint is identified. After searching "d11110066" in sap by (B)(6), no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified. H11 additional narrative: added: d10.